Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All inzii retrieval systems undergo 100% visual inspection during the manufacturing process. This document represents our final report.

Event description:
Unknown - "after inserting the inzii device in the trocar, and during the introduction of the gallbladder in the bag, the string that allows the bag to close got broken. Therefore it was not possible to close the bag and retrieve the gallbladder." Patient status: ok.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.